Event description:
It was reported that at the time of implant, there was some air noted around the extravascular (ev) lead with noise. The patient was checked the next day, with no further noise observed. One week later, defibrillation threshold testing (dft) was performed. Two induction tests failed, one with 30 joules delivered and one with 35 joules delivered. It was noted that the extravascular implantable cardioverter defibrillator (ev-ICD) discriminated for a few beats with undersensing and delayed detection during the first induction. Each time the patient was rescued externally. Reprogramming was performed and the ev-ICD system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (B)(6); product type: 0235-ICD; implant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.